Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix found retracted with traces of blood. Visual examination found the outer insulation was cut at the proximal region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of insulation damage is consistent with procedural damage.

Event description:
It was reported that a lead exhibited insulation damage noted during procedure. The lead was not used and another lead was successfully implanted. The patient was stable throughout.